Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri lead, implanted (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had been exhibiting high thresholds since implant. A CT scan and echocardiogram revealed a perforation and subsequent pericardial effusion. The patient underwent a pericardial window to drain the effusion. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed and indicated pacing capture threshold in the rv (right ventricle) was elevated. The ventricular capture management trend shows a threshold of 2.5 volts since the week of 2014-(B)(6).